Event description:
On october 16, 2007, nellcor puritan bennett received a report that a warmtouch 5800 was used to warm a patient with a different manufacturer's blanket (gaymar thermacare). The blanket was placed in direct contact on the patient's legs and right arm, and over a "nightdress" on the rest of the patient. At an unknown point in time during the procedure, hyperthermia of the patient (38.6 degrees c- from 37.2 degrees c - rectal) and tachycardia was noticed. The warmtouch temperature setting was then reset from the highest setting to no heat and blowing air only. After the procedure, redness, overheated skin and blisters were observed on the patient. It was reported that during the procedure, the patient's skin had not been periodically checked under the blanket. It was reported that the tachycardia was addressed by unspecified medicine; and the blisters were treated with "cortisone". The patient's body temperature was noted to be 36.5 degrees c in the recovery room.

Manufacturer narrative:
The device is to be returned to the manufacturer for failure investigation. This investigation is currently in progress. A follow up report will be submitted when significant results or information is obtained.